Event description:
Caller alleged discrepant results compared with the inratio. Results as follows: date: in 2007; inratio:1.7; lab:2.8. Three days later; inratio:2.2; lab:3.1. Caller was sent to ER to get a shot of heparin.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with the lab results provided by end-user at time of complait was filed:date in 2007; inratio: 1.7; lab:2.8; mean:2.25; confidence limits:1.4-3.1. Three days later; inratio:2.2; lab:3.1; mean:2.65; confidence limits:1.7-3.8. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. This is adverse event case. Products will be tested.